Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The patient declined additional troubleshooting for the reported issue, so cts documented the issue and closed the case with no further action required.